Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that the adhesive around the objective lens had areas missing and damaged sealing agent. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.